Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband was reported via phone call that, the customer had high blood glucose of 203 mg/dl and current blood glucose was 421 mg/dl. The customer also got a no delivery alarm. The customer treated high blood glucose with manual injection. Customer¿s insulin pump was now suspended. The blood glucose was 248 mg/dl. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.